Event description:
The tech alleged the bed has no nurse call function. No pt impact.

Manufacturer narrative:
The tech found the communication cable is missing. The tech replaced the communication cable assembly to resolve the issue.